Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2016 due to insulation anomaly. There were no adverse consequences to the patient.